Event description:
The event is reported as: complaint description: while using the clips on the applier during surgery, they "burst" several times. Surgeon then changed clips using same applier and continued the operation. No patient injury reported.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. MFR will continue to trend relating complaints.